Event description:
It was reported that a large volume infusor had a black mark on the filter. This was identified during storage of the device. The device was filled with an unspecified amount of fluorouracil half strength. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Manufactured on december 12, 2014 ¿ december 13, 2014. The device was returned for evaluation. A visual inspection revealed particulate matter. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.